Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with intermittent heart palpitations, chest tightness and chest pain. Coronary angiography revealed two vascular lesions. A 3.0 x 28 mm xience xpedition stent was implanted covering both narrow lesions in the left anterior descending (lad) coronary artery with 80% stenosis. The patient was discharged on (B)(6) 2014. In (B)(6) 2017 and (B)(6) 2018, the patient was re-hospitalized for angina. Coronary angiography examination was not performed, only transfusion therapy was administered. The patient still has the symptom and the date of discharge is unknown. Per physician, the relationship between the event and the device is unknown. No additional information was provided.